Event description:
It was reported that the device was not achieving the desired therapeutic effect. The device was explanted, and the lead broke when it was removed from the lateral pocket site. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Extension model 748910, (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of lead model 309328 lot v145014 found no significant anomaly. The product was segmented and only the proximal segment was returned. The proximal end was stretched, and there were setscrew marks in the correct location. All conductor coils were broken at the electrode weld site. There were stretched conductors and the conductor coils were crushed. The marker band was crushed. The damage appeared to have been caused by overstress during the explant of the lead. There were no shorts between circuits and continuity was acceptable. Analysis of the extension model 748910 serial (B)(4) found no anomaly. The proximal end was ok and there were setscrew marks in the correct location. The crimp sleeve and outer insulation were ok. The distal end was ok, continuity was acceptable, and there were no shorts between circuits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.